Manufacturer narrative:
The insulin pump passed the displacement test, pump self test, off no power test, unexpected restart error test, rewind test, basic occlusion test, and motor test. The operating currents were in spec. The motor error alarmed during the basic occlusion test due to faulty force sensor resistor (gold). The pump had minor scratches on lcd window, a cracked case at lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, a cracked reservoir tube, and cracked battery tube threads.

Event description:
The customer reported via phone call that they had a motor error alarm occurring during basal. The insulin pump passed the displacement test. Caller stated that the pump has not been dropped or bumped. Customer performed a self test and the pump passed. Caller stated that the motor error alarm has occurred more than once in 30 days. Customer was advised to revert to a back-up plan until the replacement pump arrives. Customer's blood glucose was 292 mg/dl. Customer was advised to zero out the basal rates and leave the battery in the pump.